Event description:
The EKG unit screen is supported by a hinge that supports the display to open and close. This hinge is getting cracked on various points and is preventing the display to light up to show the patient EKG. This has been experienced on a couple of our units so far.